Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen does not work; the lower half is dead. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer the part number for a touchscreen replacement. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.